Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported "error 23062" was confirmed and replicated. A visual inspection revealed that the connector on the motor module was found melted, which contributed to the reported complaint.

Event description:
It was reported that during procedure on a da vinci 5 system, the settings on the console were not adjusting as expected. Initial troubleshooting by technical support engineering indicated that the issue was related to the vertical motor on the console, with error 23062 logged. After further engineering review, it was requested that the column motor be replaced to address the error message and fault. The part was ordered and service was scheduled, with the vertical motor module ultimately exchanged to resolve the reported problem. The customer reported event has no report of patient injury.